Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The infusion set tape did not stick well during shower. The insertion site was thigh. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.